Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer attempted to change the battery to reset the device. The device alarmed again. The device was not bumped or dropped. The device did not go near an MRI. Customer does not use the sensor feature. Customer's blood glucose was 8mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.